Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited undersensing and t-wave oversensing resulting in an inappropriate shock. Device data was sent to rhythmcare for review. Data review is expected to be completed in the near future. This device remains in service. No adverse patient effects were reported.